Event description:
Journal reference: kupsch, et al. "Pallidal deep-brain stimulation in primary generalized or segmental dystonia." New england journal of medicine; 2006; 355: p. 1978 - 1990. The article describes the results of a study involving a cohort of 40 patients treated for dystonia with bilateral deep brain stimulation of the internal globus pallidus. A total of 22 adverse events occurred in 19 patients. Reportable event(s): five pts experienced dysarthria, four pts had sympoms that improved or responded to stimulator programming.

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication. No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info from the article.